Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73f1900432 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Involved a (B)(6)-year-old female patient, hospitalized for treatment of acute lithiasis cholecystectomy. It was necessary to use clips because of major bleeding. The clips broke in the applier when they were loaded. At least 5 clips could not be used despite a flat and adapted loading. Clinical consequence: waste of time (about 1 minute) at the time of major bleeding, waste of material (clips), stress due to the fact that we applied on the vessel similar clips that the ones that broke. Additional information: the applier was a hem-o-lok ref 544965t applier from teleflex. The procedure on the patient was ended with success without changing the applier. According to the user the issue comes from the clips. Non broken clips were used to finish the procedure.